Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors. The customer was able to clear the alarm and rewind pump. The pumps displacement test was passed but the self test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged pump error 28, pump error 19, pump error 3, pump error 79, pump error 63 and device test failed found on(B)(6)2021. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and sleep current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No alarms/alerts/errors noted during testing. Device successfully downloaded to thus. Pump error 3 confirmed on (B)(6)2021 at start time 22:43:34.000. Pump error 63 confirmed on (B)(6)2021 at start time 22:43:34.000 with variable 09. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 63 was confirmed to be hardware error, pump error 3 was the consequence of the pump error 63 and was expected. No pump error 28, pump error 19, pump error 79 noted during testing. Device test failed confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.